Event description:
During use of a maxi balloon, it was reported that the physician had difficulty withdrawing the balloon through a 7fr. Sheath. An angioplasty of the subclavian area was being performed. The physician did a few inflations within the atmospheric guidelines. During withdraw; the balloon would not come back through the 7f arrow sheath. The physician attempted decompressing the balloon to the max and it would still not come out. The physician left the wire across the lesion and had to remove everything and insert a new 7f sheath. No additional information was provided.

Manufacturer narrative:
During angioplasty of two overlapping restenosed palmaz genesis stents, a maxi balloon it was reported that the physician had difficulty withdrawing the balloon through a 7fr. Sheath. There was no injury to patient. The stents were placed in 2009 and located in the subclavian vein. An attempt was made to do an 8mm cutting balloon over a .018 spartacore wire which was unsuccessful as the wire was ¿too fragile¿. The vessel was then dilated over a .035 wire from 4-8mm using the maxi balloon. The angioplasty was done proximal, within and distal to the stent. During retrieval the balloon would not come through the sheath. The physician attempted decompressing the balloon to the maximum and it would still not come out. Everything was pulled out except the wire and a new sheath was placed. A straight flush catheter was advanced and a venogram was performed. The channel through the stents was about 7-8mm. It was a good result with no complications. The balloon was inspected before and prepped accordingly. The balloon advanced fine, inflated about 3 to 4 times and seemed to deflate properly. Visapaque 320 contrast was used. A 50/50 ratio with saline was used with a merit medical monarch inflator. There was no injury to patient. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device the reported ¿pta system - withdrawal difficulty-through guide/sheath¿ could not be confirmed and the exact cause could not be determined. With the given information, it is not possible to determine what factors may have contributed to the difficulty experienced by the customer. The instructions for use recommends contrast ratio of equal parts saline and contrast and notes that ¿gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ restenosis is a known potential adverse event following stent implantation and is often associated with the progression of vascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Based on the DHR, and without return of the device for analysis, there is no suggestion that the reported withdrawal difficulty and restenosis could be related to the design and manufacturing process of the device. Therefore, no corrective action will be taken at this time. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2013-00819, 9616099-2013-00836, and 9616099-2013-00837.

Manufacturer narrative:
Additional information was received from the contact at the account and the following was noted. An angioplasty of two, overlapping, restenosed palmaz genesis stents which were located in the subclavian vein was being performed. The physician did a few inflations within the atmospheric guidelines. During withdraw; the balloon would not come back through the 7f arrow sheath. The patient is a (B)(6) year old female. The palmaz genesis stents were placed in 2009. An attempt was made to do an 8mm cutting balloon over a .018 wire which was unsuccessful. The .018 guidewire used was a spartacore. The .018 wire was too fragile. The vessel was then dilated over a .035 rosen wire from 4-8mm. A 6mm and 8mm cutting balloon was used over the .018 wire. A 10mm balloon was advanced into and beyond the stent. It was difficult because the .018 wire was flimsy. Then a rosen wire was advance which enabled the maxi 10x4 balloon to be used. The angioplasty was done proximal, within and distal to the stent. During retrieval the balloon would not come through the sheath. The physician attempted decompressing the balloon to the max and it would still not come out. Everything was pulled out except the wire and a new sheath was placed. A straight flush catheter was advanced and a venogram was performed. The channel through the stents was about 7-8mm. It was a good result with no complications. The balloon was inspected before and prepped accordingly. The balloon advanced fine, inflated about 3-4 times and seemed to deflate properly. Visapaque 320 was used. A 50/50 ratio with saline was used with a merit medical monarch inflator. There was no injury to patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2013-00819, 9616099-2013-00836, and 9616099-2013-00837

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.